Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery as the trailing haptic was not inserted correctly in the cartridge and was damaged. An incision enlargement from 2.4mm to approximately 6.0mm was performed to remove the lens.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.